Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant into a whale tale anatomy using an unknown delivery system. During procedure, a small leak was noted around the posterior side of the lobe of the device. The device was safely removed, and a new 28mm amplatzer amulet left atrial appendage occluder was chosen. The device meet all close criteria and tension test. The 28mm amulet was successfully implanted. Two hours after the procedure, patient experienced chest pain, and it was noted that the device was dislodged and found in the mitral valve. The patient went to surgery to have the device explanted. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of chest pain and device embolized in the mitral valve was reported. It was reported that the patient went to a emergency surgery for device retrieval. Information from field indicated that a 25 mm amulet was implanted but during assessment a small leak was noted, therefore device was upsized to 28 mm. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Tee revealed 0,45,and 90 degree measurements were appropriate, however no depth measurements were recorded and the 135 degree measurement appeared to be deep and well past the circ artery. Fluoroscopic images were reviewed, final position of the device was compressed appropriately, had separation of disc and lobe and had concavity of the disc. Tte images revealed an embolized device in the la at the level of the mv. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Information from field indicated that the 28 mm amulet was implanted with the same delivery system that was used with a 25 mm amulet device. Please note that per the instructions for use, "warnings: if the device is retracted while it is in the sheath, the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction."

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant into a whale tale anatomy using an unknown delivery system. The landing zone depth of laa was 18-22mm and orifice was 20mm. During procedure, a small leak was noted around the posterior side of the lobe of the device. The device was safely removed, and a new 28mm amplatzer amulet left atrial appendage occluder was chosen. The device meet all close criteria and tension test. The 28mm amulet was successfully implanted with the same delivery system and the device compression was in the flat tire shape. The patient remained hemodynamically stable through out the procedure. Two hours after the procedure, patient experienced chest pain, and it was noted that the device was dislodged and found in the mitral valve. The patient went to a emergency surgery to retrieve the device. The patient was reported as stable.